Event description:
It as reported that the patient experienced 'out of range' issues with the dexcom g6 transmitter which resulted in a hospitalization. Although multiple unsuccessful attempts were made by dexcom technical support and medical safety to speak with the reporter, no other details were obtained. Based upon the available information, this report would constitute a serious adverse event as the patient alleged an issue with the dexcom system associated with a serious injury that resulted in hospitalization. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).